Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the lower case battery wires were pinched, the display wires were pinched, the encoder nuts were not torqued to specification and one 4-40 case screw was contaminate. All found defective parts were replaced. (B)(4).

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.